Event description:
Crack on a main body transfer set. Transfer set was in use for 60 days. No pt injury or med intervention was associated with this incident.

Manufacturer narrative:
Product analysis lab received transfer set with y connector. Product analysis lab visually confirmed a crack in the main body of the transfer set. Functionality tests were performed and no leaks were noted. Crack in main body does not affect the functionality of the transfer set.